Event description:
It was reported that an ilet user experienced a low blood glucose after running high earlier when a meal was not announced, and the pump delivered correction that contributed to a subsequent drop; the user¿s glucose ranged from 246 mg/dl to 44 mg/dl, and the device alerted for high and low glucose. Symptoms included sweating consistent with hypoglycemia. Outcomes included successful self-recovery with oral carbohydrates and non-medical assistance from a family member, with no medical intervention or hospitalization. Investigation included review of device data and user-reported history along with troubleshooting and education on proper use of meal announcements. Investigation of this case revealed that the event was associated with missed meal announcement leading to automated correction for hyperglycemia followed by hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear for hypoglycemia but contributory user handling was involved. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.